Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. A review of the most recent repair record determined the lid was broken. A review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ poland. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the battery housing was found to have broken locking mechanism. This event is related to a malfunction that could potentially lead to a sterility issue/serious injury. However, in this case no patient harm or further outcome was reported. Due diligence is in progress for this complaint; to date no additional information or product has been received.